Manufacturer narrative:
B3: date of event. D6: implant date.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported slda could not be determined in this complaint; however, the recurrent mr was due to slda appears to be due to procedural circumstances and recurrent mr was due to slda. There is no indication of product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed for single leaflet device attachment (slda) and recurrent mitral regurgitation (mr). It was reported that this was a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) of grade 4+. One clip was implanted and mr was reduced to grade 1. One day post procedure, follow up transesophageal echocardiogram (tee) noted that the mr grade was 4 and a single leaflet device attachment (slda) had occurred. The clip detached from the anterior leaflet, but remained attached to the posterior leaflet. No tissue damage was noted. No additional intervention has been performed at this time. A second procedure will be scheduled at a later date. The patient remains in stable condition. No additional information was provided.